Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced a low blood glucose (bg) level as low as 68 mg/dl after school on two occasions. Reportedly, the contact believes the bg level was likely due to too much activity after school. The bg level was addressed with juice and a snack.